Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision due to infection occurred (B)(6) 2020. Primary surgery in 2012 (exact date unknown), first revision surgery due to postop fracture occurred (B)(6) 2016. During the second revision surgery, all the product were explanted (humeral stem size 8, humeral cup 40/+3, glenosphere 40, glenoid baseplate and associated screws) and replaced by new humeral stem size 12 , humeral cup 40/+6, glenosphere 40, glenoid baseplate and associated screws.